Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during infusion. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during infusion. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture, the syringe was observed connected to a tube, however, no leakage could be observed through the picture. The stopper appeared to be correctly assembled and the plunger rod showed no damage. As the lot number was unknown for this incident, a production history review could not be performed and additional retained samples could not be evaluated. Based on the investigation results, a cause for the alleged defect could not be determined. Since the alleged defect cannot be confirmed no corrective action is required at this time.

Manufacturer narrative:
It has been received 1 used sample of 50ll (without blister) connected to a tube and 1 picture for investigation. Upon visual inspection of the picture received it can be observed leakage past the stopper. Upon visual inspection of the sample received it can be observed the syringe barrel is damaged, it is crushed between 20ml and 30ml mark of the scale. This damage on barrel causes that when plunger-stopper is moved forward along this range of the scale, the stopper results distorted against barrel walls causing leakage. DHR cannot be reviewed since the lot number is unknown. Retained samples cannot be evaluated since the lot number is not available. This damage has been caused because the barrel result hit or caught against any manufacturing equipment during manufacturing process. The areas where pieces run are protected to avoid damage on product. Final products in this manufacturing line, for this reference are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the preventive measures in place and our stringent in ¿process inspection plan, we believe this is an isolated issue and its recurrence is highly unlikely based on protections in manufacturing area for avoid damage on product. However, manufacturing staff was alerted of this incident, raising the awareness on the production floor in order to pay more attention to this matter. Investigation conclusion: this damage has been caused because the barrel result hit or caught against any manufacturing equipment during manufacturing process. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that the bd plastipak concentric luer lock syringe leaked during infusion. There was no report of exposure, injury, or medical intervention noted.